Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw. Device is an instrument and is not implanted/ explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
During a planned hardware removal for an unknown cannulated screw of the left hip on (B)(6) 2014, the screw stripped during removal. The surgeon used a conical extractor to remove the stripped screw. Hardware was removed successfully after a significant amount of time, greater than 30 minutes. Removals of the screw fragment were difficult and required additional time. The conical extractor broke off inside the screw during the process and all broken fragments were retrieved. The surgeon then used t-handle chuck to remove the screw. No fragments remain in the patient. This is report 1 of 2 for complaint (B)(4).